Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No sticking buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 5 mmol/l. The customer stated that all buttons on the pump keep sticking. The customer stated that numbers continue to ramp up after letting go of the buttons. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.